Event description:
This incident was initially reported on 12 february 2026 as an unspecified keratitis case without supporting clinical information. Additional medical information was obtained on 17 february 2026 from the treating healthcare professional. According to the newly received records, the patient was seen on (B)(6) 2025 following symptom onset on (B)(6) 2025 and was diagnosed with microbial keratitis involving a corneal infiltrate peripherally located at approximately 8 o'clock in the right (od) eye. Treatment consisted of levofloxacin drops and chloramphenicol ointment. Lens wear was temporarily discontinued. Follow-up visits were recorded on (B)(6) 2025, however, no clinical notes were provided for these visits. The incident is documented as resolved, with the patient's corrected visual acuity reported as 1.0 in the affected eye. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. New relevant medical information received on 17 february 2026. Manufacturers incident report is updated to reflect new details. Refer to the following fields for relevant revised data: b2, b3, b5, h6.

Manufacturer narrative:
No root cause could be established. Based on the available information, a causal relationship between the coopervision device and the incident has not been confirmed; however, the device cannot be definitively excluded as a potential causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was reported by the health care professional to the manufacturer with limited information available at the time of reporting. According to the information provided, the patient allegedly developed unspecified keratitis following use of the device and sought medical attention. Good faith efforts have been made to obtain additional information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the allegation of keratitis with unknown resolution and the potential for serious injury or permanent injury, including the possibility that medical intervention may be required in some cases to prevent serious or permanent injury. Should additional information become available, a follow up report will be submitted as appropriate.